Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out of hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The company is seeking this information through the event investigation.

Event description:
It was reported that the controller will not recognize any power source on port 1. The controller was exchanged. The patient tolerated the exchange without any issue.

Manufacturer narrative:
After further review of additional information received other relevant history, device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes and additional MFR narrative have been updated accordingly. Corrected: implant date. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event of poor mechanical connection. The reported event could not be confirmed; the controller operated as expected. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Both power ports performed proper mating and lock actions when the power sources are connected and the controller recognized the battery connected in port 1. The reported event could not be duplicated at the bench level. No failure detected, the reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.